Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number: (B)(4). Batch/lot number: 20889179. Model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation.